Manufacturer narrative:
Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient told them one side was not working as well, and that it had to be replaced. It was stated that this has been occurring as of about 5 years prior to date notified. No further complications are anticipated. The patient's indication for implant is dystonia, movement disorders, and parkinson's dual. See related regulatory report 3004209178-2017-08430.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.